Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his incontinence returning to baseline and under cystoscopy the physician observed a cuff that was functioning but was not fully occluding the urethral lumen. An urethral atrophy was diagnosed and an artificial urinary sphincter (aus) replacement surgery was performed to address the problem. The physician believes that the first cuff was not placed in the correct location as it was very distal. After the surgery the patient is doing great and is expected to fully recover.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The balloon and the pump component were returned to boston for evaluation. Both components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the devices.

Event description:
It was reported that the patient had his incontinence returning to baseline and under cystoscopy the physician observed a cuff that was functioning but was not fully occluding the urethral lumen. An urethral atrophy was diagnosed and an artificial urinary sphincter (aus) replacement surgery was performed to address the problem. The physician believes that the first cuff was not placed in the correct location as it was very distal. After the surgery the patient is doing great and is expected to fully recover.